Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Pressure ridges were present on the sulu indicating that the staples had been fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the head of the pancreas on an open peripheral pancreatectomy, the account was able to perform full and complete squeezes but staples did not deploy. It was stated that the handle returned to the open position following the full squeeze of the handle, but remained in close position following the second complete squeeze. It was also stated that the account cut the tissue thinking that the staples deployed. Sutures were placed to correct the open tissue.